Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure of noise was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image has a blackout. Based on the results of the investigation, a root cause for the reported noise could not be determined as the issue was not reproduced. In regard to the image blackout, it is likely this issue occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's screen becomes noised during service/maintenance. There were no reports of patient involvement.